Manufacturer narrative:
Based on the additional information received on 17-december-2017, it was clarified that the stent was deployed after the procedure on the table outside the patient; the stent was not deployed inside the patient as initially reported based on investigation. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
The analysis of the returned product revealed that the stent deployed prematurely. There was no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the proximal end of the pusher/ stabilizer was broken. The stent was returned in its deployed state. Blood was noted within the delivery catheter and the pusher/stabilizer. During functional testing, the delivery catheter was flushed and blood exited. Resistance was experienced as the stabilizer/pusher was moved within the delivery catheter. The distal taper tip was cut in order to remove the stabilizer from the catheter. The stabilizer was removed and blood was noted within the stabilizer. As per the event description, when preparing to deploy the stent it was found there was big resistance. It was also indicated that there was excessive force used to advance the stabilizer/pusher. It is probable that there were procedural factors present during the clinical procedure causing friction during advancement of the pusher within the outer catheter. It is probable that the stabilizer was broken/ fractured as a result of the excessive force applied leading to the stent deployment during removal of the device. Based on analysis of the device and information available an assignable cause of handling has been assigned to the stent deployment.

Event description:
The analysis of the returned product revealed that the stent deployed prematurely. There was no clinical consequences to the patient.